Event description:
It was reported by service report that there is no power to the bed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: disconnected inlet filter wire.